Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/13/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the abdomen and was described as itching, red bumps, puss and swelling. The patient stated that she thought the use of tegaderm was causing the irritation and switched to another off brand which still did not stop the irritation. It was stated that the patient is using over the counter (otc) hydrocortisone and otc benadryl to treat the affected areas. On (B)(6) 2016, patient went to the endocrinologist to receive treatment for the irritation, but nothing was prescribed. At the time of contact, the patient was still experiencing irritation. No additional event or patient information was provided.